Manufacturer narrative:
Product event summary: manufacturer¿s analysis confirmed the customer comment that the stylus touch-pen of the device would not calibrate; the overlay bezel assembly was replaced, and the software was reloaded and updated. The device passed final functional and system tests.

Event description:
It was reported that the stylus touch-pen of the programmer was attempted to be re-calibrated multiple times with no success. The p programmer has been returned for a requested test and calibration procedure. There was no patient involvement.